Event description:
It was reported that customer experienced repeated cgm error 42 messages on pump and had not previously reset pump for this issue, although same error occurred multiple times. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place problematic pump into storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect cgm on replacement device, which customer understood and acknowledged.